Event description:
It was reported that during a thyroid procedure, the hand piece is giving an error 4. Patient info was requested but not available. Customer converted to suture and clips to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and found to be functional. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found. Due to this condition, it may lead for an error code 4 to occur.